Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube window, reservoir tube cracked and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 113 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer was stuck in the rewind complete/bolus delivery loop. Customer was advised to discontinue use of the pump. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.